Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported irrigation and aspiration could not be used during surgery. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The wet 25+ga gauge 10k cuts per minute (cpm) posterior pak was visually inspected and no obvious defects were found. The lpas (lower pressure air source) fax (fluid air exchange) port on the cassette body cracked. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the screen when the radio frequency identification (rfid) connectors were attached to the console. The sample was tested using the console with the current software. The sample primed and passed intra ocular pressure (iop) calibration successfully. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was detected from the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The sample met specifications. The most susceptible root cause of the cracked port on the cassette is some type of environmental stress cracking (esc) over time as the failed sample shows signs of embrittlement of the port areas with multiple fracture lines. Inspection of the molding equipment do not show any signs of ejection damage, contamination, or poor nit lines under 50x which would be the only indications that this would have occurred during the molding process of the lpas ax port on the cassette. The material certification shows the typical values and everything in specification. Multiple attempts were made to replicate the observed crack including hammering an oversized pin to simulate impact and the material did not fail in a brittle manner. Additionally, the assemblies passed through leak & flow testing on the assembly line. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).